Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations. In particular, the values measured during the electrical analysis were within the technical specifications. The cuttings of the insulation resulted most likely from the explantation procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of about 27 months oversensing was reported. No inappropriate shocks were delivered. The lead was electively replaced. No adverse patient side effects were reported.